Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the reusable endoscope sheath distal end is damaged. The issue occurred during preparation for use. There were no reports of patient harm

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cracked beak was caused by component failures. The cause of the damage is considered to be overloading or deterioration over time. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.